Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to upcoming surgery for the repair of a perforated bowel. Patient alleges vena cava perforation, thrombus in the inferior and superior of the ivc filter. Patient further alleges stress, anxiety, depression, fear, ingestion of warfarin indefinitely. Per CT: (B)(6) 2012, "an inferior vena cava filter is present. A low density filling defect is seen both inferior and superior to the ivc filter, compatible with thrombus. Ivc filter in place with ivc thrombus extending both inferior and superior to the filter."

Manufacturer narrative:
(B)(4). Non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.